Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their pump. The customer states they are stuck in fill tubing. The customer's blood glucose level at the time of incident was 156mg/dl. Troubleshoot was conducted, and the customer mentioned the presence of large air bubble in the reservoir. The customer was assisted in priming out the air bubble. The bubble was not primed out. The customer was advised to change out their reservoir, but the customer declined. The customer was advised if they did not change out the reservoir, to closely monitor their blood glucose levels. The customer was advised to call back if issues persist.